Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that it was observed during a preventative maintenance visit that the base of the device is loose which could cause inaccuracies. No medical intervention and no adverse consequences were reported with this event. As this event occurred during routine maintenance visit at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that it was observed during a preventative maintenance visit that the base of the device is loose which could cause inaccuracies. No medical intervention and no adverse consequences were reported with this event. As this event occurred during routine maintenance visit at the user facility, there was no patient involvement and no delay to a surgical procedure.